Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. There was polarity switch due to high lead impedance on the right ventricular lead. There was also lead noise, myopotentials oversensing, and possible inhibition due to oversensing. The lead was capped and replaced on (B)(6) 2019. The patient was stable.